Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp, and was able to verify the problem. The fse let the iabp warm up and let it run for approximately 30 minutes. The trending problem occurred frequently. The fse noticed traces of saline in pump dripping down the video cable to the display controller board. The fse replaced display board, and the problem was resolved. Then the fse performed diagnostics test and the iabp passed all safety and functional tests. The iabp was returned to the customer for clinical use.

Event description:
The customer reported that during patient therapy, the cs300 intra-aortic balloon pump (iabp) display would flash off and then turn on "reinitializing". There was no patient injury or adverse event reported.

Manufacturer narrative:
The patient code was reported to have patient involvement, but this event occurred prior to use.

Event description:
The customer reported that prior to use, the cs300 intra-aortic balloon pump (iabp) displayed a blank screen and would flash off and then turn on as "reinitializing¿. There was no patient involvement and no adverse event was reported.